Event description:
It was reported that the patient experienced increased spasticity and had no benefit with the intrathecal baclofen. The daily dose was slowly increased with no changes in level of spasticity. A rotor test was performed and confirmed that the pump was rotating. A radiopaque test was performed under fluoroscopic evaluation and radiopaque material was seen on the distal tip of the catheter. There was no volume discrepancy. Subsequently, the pump was filled with new drug. The spasticity of the patient continued. At the time of surgery, it was noted that there was no csf flow from the catheter. The healthcare professional decided to control drug flow of the pump by giving a single bolus drug. This confirmed that the device was ok. A revision of the catheter was performed. The patient outcome was reported as 'doing fine'. The daily dose of baclofen was 150 mcg/day.

Manufacturer narrative:
(B)(4).